Event description:
Patient rep called and further clarified the issue. They said they had disconnected because the manufacturer representative (rep) they'd been working with on the issue for the "last couple of months" had called them so they were speaking with the rep. Caller reported that they'd had issues on and off for the "last couple of months" with charging the implantable neurostimulator (ins). They said they could get the wireless recharger to connect to charge the ins but then it would lose connection and the ins battery was now at 0 percent. Caller said they weren't sure what was up if it was the charging equipment or what but the rep directed the caller to call patient services. Caller confirmed that the patient has had some falls and said they could feel the ins under the skin but it was "kind of" at a slant and it would move around. Caller asked the patient if the patient thought that the issue with charging the ins began around the same time the patient fell but the patient said they were uncertain. Patient services had the caller start a charging session however the caller first received a 'not found' message in the recharger application so patient services had the caller perform a recharger reset and the recharger then paired to the handset and the caller was then able to begin a charging session but the recharger quickly lost connection. Patient services reviewed best charging practices with the caller and the caller confirmed they weren't near any metal or electromagnetic interference and was able to apply pressure over the part of the ins that was closest to the surface of the skin and start a charging session. The connection was good and the ins battery was at 0%. The caller was able to stay connected to charge the patient's ins on the call. Caller said the plan was that the rep was going to come out on "thursday" to evaluate the issue. The caller lost connection briefly at the end of the call when the recharger beeped for a moment and then went silent again patient services reviewed best charging practices and recharger maintenance considerations with the caller and the caller understood and said they would continue charging the ins to 100% and said they realized they would have to get the patient in to see their managing healthcare provider (hcp) to check the implanted system and that they'd review what was discussed on the call with the rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that a possible cause of the issue was also thought to be patient anatomy, with other potential causes being compliance, user error and lack of patient support by the facility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller stated the patient fell over the weekend and since then, their recharger has been connecting to the implant initially, but then begins beeping again. The caller was not with the patient during the call and mentioned that troubleshooting had already been attempted. The caller noted the recharger can find the ins but was unsure if it had shifted following the fall. The patient has had similar issues in the past that were resolved after a representative showed them how to use the device. Since the fall, the patient feels their system is not "working right" and believes it is completely dead. Technical support services advised the caller to contact their healthcare provider, or field representative, or to call back with all equipment available for further troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.